Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient experienced dizziness. Review found that there were two episodes of oversensed noise on the right ventricular (rv)channel which resulted in pacing inhibition of greater than 2 seconds. The noise could be reproduced during testing, so reprogramming was performed until a lead revision could occur. A lead revision then occurred and the lead was successfully replaced. No additional adverse patient effects were reported.